Event description:
At 9:00am in 2001 the pt used the suspect device to check their blood glucose. A result of 212mg/dl was obtained. The pt then dosed themselves with an extra 3 units of insulin based on the result and a sliding scale. Two hours later the pt was unconscious and paramedics were called. The emt's arrived and checked their blood glucose on their meter and the result was 21mg/dl. The pt was given a dextrose IV. The pt was not taken to the hosp.